Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. The review of the machine log files confirmed the occurrences of the alarms t2302 "thermax not level", t2296 "thermax not locked" and t2295 "thermax malfunction". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting a continuous renal replacement therapy (crrt) with a prismax machine equipped with a thermax blood warmer unit, multiple alarms were triggered. The treatment was ended without the extracorporeal (ec) blood being returned to the patient. The patient required a blood transfusion. No additional information is available.